Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip was located inside the over sheath. The over sheath was pulled back using the blue sheath grip and the clip assembly successfully deployed, two clicks were heard. The clip prongs opened to approximately 11mm, which is within specifications. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was impossible to release the clip from the catheter and a kink was also noted at the tip of the ¿applicator.¿ the procedure was completed with another resolution clip device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was impossible to release the clip from the catheter and a kink was also noted at the tip of the ¿applicator.¿ the procedure was completed with another resolution clip device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.